Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of a insects. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was unable to power on.